Event description:
It was reported that during a gall bladder procedure, there was a broken blade (removed). During the intervention, the distal part of the blade broke. No further details could be provided by the contact in the hospital. The broken part was removed from the pt and another similar device was used successfully. The flawed product was thrown away by the customer. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.